Event description:
The customer contacted stryker to report that their device is booting up to a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device is booting up to a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The user interface pcba was replaced to resolve the reported issue. After completing other unrelated repairs and observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker's product assessment center further evaluated the user interface pcba and found corrupt memory on integrated circuit, designator u2 to be the root cause.